Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: unknown knee tibial tray component; unknown knee femur component; unknown knee tibial insert component; unknown knee patella component; unknown bone cement.

Event description:
Patient was complaining of pain, x-ray was showing signs of loosening around the tibial tray. During the operation, when removing the tibia implant surgeon noticed a fractured cement mantel under the tibial tray and reported soft bone on the medial aspect of the tibia. Specimens were taken, and implants are being decontaminated. X-rays are available for review. Items affected are:attune ps femur sz5. Ps tibial insert sz5 5mm. Tibial sz 4 fb tray.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: evaluation of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.